Event description:
As reported: "during implantation of variax fibula plate, locking failure occurred during one of the distal holes of the plate and the screw. Since only one distal hole caused locking failure, the operation was completed with locking in the remaining holes. The subject screw was used to lock another hole."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in the patient.